Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Internal components were evaluated, which revealed foreign debris contamination around the bearings. The presence of debris around the bearings can lead to increased friction among rotating components, resulting in heat being generated.

Event description:
Customer stated that the drill attachment overheated during a procedure. The procedure was completed with another unit. There was no delay and no adverse consequences alleged with this event.